Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(6) site, per variance 5.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 545 mg/dl at the time of incident. The customer's blood glucose was 329 mg/dl at the time of call. The customer's spouse stated that they were vomiting. The customer's spouse stated that they were given insulin to treat the blood glucose. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The customer's spouse stated that they found that the time and date was programmed was incorrect during troubleshooting. The customer's spouse also reported that they were hospitalized due to low blood glucose. The insulin pump will not be returned for analysis.